Event description:
The right wheel broke off at the fork when the end user hit a curb.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.